Manufacturer narrative:
The returned lead underwent extensive analysis. As part of the testing, the lead was inspected visually and electrically. During lead analysis it was found that the lead body insulation was massively damaged by crushing and deformation approximately 32 cm distal to the is4 connector pin. The coil was broken in this location. This damage is highly likely the cause of the clinical complaint. The damage observed must be due to excessive pressure loads on the lead body. The characteristics of the damaged, crushed, lead body structure suggest excessive mechanical load on the lead due to a subclavian crush syndrome. The production process for this lead was reviewed. The production documents did not show any irregularities. All production steps were correctly executed. In summary, there was no indication of a materials defect or a manufacturing defect.

Event description:
Exit block of the lv lead. Loss of capture and impedance jump to >3000 ohm. Radio-logically no abnormalities.